Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was in the proximal rca coronary artery. It is noted that resistance was met with insertion of the balloon catheter. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pateint status is reported as 'good'.